Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, balloon inflation and deflation issues occurred. The target lesion was located in the superficial femoral artery (sfa). A sterling otw 4.0 x 100/80 balloon was advanced within the patient. Unspecified inflation and deflation failures occurred. The procedure was completed with different device. No patient complications were reported and the patient status is reported as "good". No further information is available.